Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted with acute anemia in the setting of a recent gastrointestinal bleeding event and had lower flows and pis than usual. According to both the reporter and technical services during log file review, there were multiple pi events.

Manufacturer narrative:
Section h4: correction manufacturer's investigation conclusion: a direct relationship between the device and the reported anemia and bleeding could not be determined. Although the account reported lower flows and pi events, no atypical alarms or significant changes in pump parameters were noted through the analysis of the submitted log file. The submitted system controller log file captured no significant changes in pump parameters and no atypical alarms. The submitted log file appeared to show the system operating as intended. Multiple requests for additional information were sent to the customer; however, no additional information was received. The patient remains ongoing on vad support. Bleeding is listed in the hmii IFU as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient care and management section of the hmii IFU provides information regarding anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.